Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that there will be a revision surgery to remove and revise the devices due to infection.

Event description:
It was reported that there will be a revision surgery to remove and revise the devices due to infection.

Manufacturer narrative:
The reported event could be confirmed as the surgeon provided a CT scan. The surgeon reported that the tmj devices were infected. The surgeon did not report any device failure, malfunction, or other performance issues. Thus, this event is unrelated to the device complained as it was replaced with an antibiotic spacer. Corrected data includes the update to the lot number originally reported and the catalog number corrected to chg020. In addition, this event was reported as a duplicate and a MDR was reported on MFR report # 0002031049-2021-00083 (pi 2898121). H3 other text : implanted.